Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer consumed carbohydrates and received assistance from husband and was provided with juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 1:22:20 am to 2:07:19 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 1:22:20 am. On (B)(6) 2020, at 6:30:20 pm and 7:41:29 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. A tubing fill of size 11.64 units was observed on (B)(6) 2020 at 10:52:07 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.